Event description:
It was reported that the customer's blood glucose was over 600 mg/dl. The customer did not receive any alarms. Troubleshooting for the high blood glucose levels was done. The customer did not express any symptoms for her high blood glucose levels. Explained that the high blood glucose levels may have been cause by an infusion set or insertion site issue. The customer stated that the cannula was not occluded, but the customer did see the doctor because the insertion site was red and glowy. It was confirmed that the customer had an infection at one of the sites. Advised to change the infusion set, reseroivr and insulin and then treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.